Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided. Further investigation of the complaint is not possible without a sample. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: description of malfunction/failure:cracked ultra site injection site description of event:during the handover at the head of bed, there was a little exudate on the arm. Ask the patient whether the arm was cleaned. The patient complained that the arm was not cleaned. Check immediately. There was exudate and crack at the ultra site injection site joint. The ultra site injection site was replaced immediately. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.